Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received inappropriate shocks during surgery unrelated to device. A magnet was placed on the device and during post-surgery device interrogation there were multiple magnet reversions. It was suspected that the device was slipping in and out of the magnet response. Patient was stable post procedure.